Event description:
Event became reportable based upon analysis completed in 2007. It was reported that during an unknown procedure, inflation difficulties were encountered. The lesion was located in the left anterior descending (lad) coronary artery. The 20x2.0mm maverick2 monorail balloon was inflated to nominal pressure; however, the balloon failed to inflate. The physician then withdrew the balloon catheter, and attempted to inflate the balloon outside of the body. However, this too was unsuccessful. The procedure was completed with another of the same device. No pt injuries or complications were reported. Patient status is listed as "good." Further info has been requested regarding this event. Upon device analysis, it was noted that the shaft was broken.

Manufacturer narrative:
Device analysis could not confirm or deny the reported complaint difficulties. Visual examination of the returned device found that a break had occurred in the midshaft. The break was located approximately 5.1 cm distal to the proximal edge of the midshaft. The distal section of the break included approx 0.1 cm of midshaft, the guide wire lumen and outer lumen, the balloon, and tip. It is noted that the specified length of the midshaft is approx 13 cm +/- 0.1 cm. Therefore, a portion of the midshaft was not r eceived for analysis as the combined length of the returned sections of the midshaft measured 5.2 cm in length. A kink was present in the hypotube approximately 39 cm distal to the strain relief. No focal necking was present. An examination of the inflation lumen found no kinks or damage. There was no evidence of a blockage. An examination of the balloon found no evidence that the balloon had been inflated. The balloon was tightly folded. As a result of the break in the midshaft, it was not possible to test for inflation difficulties. The proximal section of the device was attached to an encore inflation device and liquid was flushed through the hub, hypotube, and proximal section of the midshaft break. No blockages were noted. The root cause of the event could not be determined.